Event description:
It was reported that on (B)(6) 2010 CT of lumbar spine shows annular tears and central disc herniation¿s at the levels of l4-l5 and l5-sa impressing the thecal sac centrally. There is mild dorsal displacement of the l4-l5 exiting nerve roots bilaterally. (B)(6) 2010 the patient underwent a posterior lumbar interbody fusion l4-l5, l5-s1 using k2, peek cages and rhbmp-2/acs. (B)(6) 2011 patient reports she was initially doing well post fusion surgery and had stopped taking all pain medications. However, she experienced a recurrence of back pain and bilateral leg pain and weakness after she sustained an injury when her left hip hit a doorknob. Reports difficulty sleeping, climbing stairs and with prolonged sitting. (B)(6) 2012 patient underwent surgery including removal of hardware, l4-l5 posterior spinal fusion, right l4-l5, pedicle screw instrumentation, l4-s1 and pedicle screw system is instrumentation. (B)(6) 2012 MRI of the lumber spine shows post-surgical changes at l4 through s1 with no evidence of spondylolisthesis, multilevel dege nerative changes. Post lumbar laminectomy syndrome (B)(6) 2012-posterior thoracic decompression t8-t9 with insertion of spinal cord stimulator paddle at t7-t8 and spinal cord stimulator battery. (B)(6) 2013-patient returns for wound dehiscence of both thoracic and buttock wounds (B)(6) 2013-patient reports she is continuing to take vancomycin twice daily for infected spinal cord stimulator. The only complaint is some mild persistent drainage from her buttock wound. (B)(6) 2013-patient reports spontaneous fluid drainage from her battery incision. It was clean and no odor and it has not drained since that time. (B)(6) 2013 patient returns and reports still having a lot of pain. She had a recurrence of drainage on the buttock incision. She is otherwise neurolically intact. Thoracic incision looks perfect.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.